Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the replacement implantable neurostimulator recharger (insr) and recharge antenna did not resolve the inability to charge the implantable neurostimulator (ins) / dead ins. It was noted that the patient was told to keep the replacement external devices and return the old one. The consumer also reported that the patient had an appointment scheduled with the healthcare professional and manufacturer representative to resolve the reported issues. Additional information received from the consumer via the manufacturer representative reported that an atypical overdischarge had occurred; the patient met with the manufacturer representative on (B)(6) 2016 because the patient was unable to charge his ins battery. It was noted that the patient used the spinal cord stimulation (scs) every day. It was reported that the patient charged every 2 or 3 days, however it was also reported that he did not go longer than 2 days between charging sessions. The patient would let the battery get to almost empty, and then he would just top it off every couple of days. He never got it fully charged back up. Diagnostic testing or troubleshooting performed included the manufacturer representative initiated a trickle charge for about 15 minutes, and then the ins was able to go back into regular charging mode. Interventions/actions taken to resolve the issue included the patient charging up to 1/4 full and the manufacturer representative clearing the power on reset (por) with the clinician programmer. The is sue was resolved as of (B)(6) 2016, and the patient's status was alive with no injury. Surgical intervention was not performed or planned.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the inability to recharge the implant and the recharger had not worked for a week and a half. The connector seemed okay. The patient got the reposition antenna screen when he attempted to recharge. Poor telemetry or no telemetry occurred with recharging. The patient noted that his implanted was dead and he did not feel stimulation. The patient was sent both a recharger and antenna, but the replacements were still not allowing him to connect to the implant. The patient was able to connect with the patient programmer. The patient would contact their physician in early (B)(6) 2016 to try to get things straightened out. Indications for use include failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.